Event description:
A pt addmitted for a spine operation had a quad lumen vantex catheter inserted via subclavian. Catheter was inserted easily and a venous rupture occurred. Chest x-ray/CT scan was taken and verified that the catheter tip was extravascular (punctured vessel). Vantex catheter was removed and disposed. Pt stabilized. Physician attributed incident to technique and not the quality of device. No additional info. Was provided concerning what was required to stabilize pt.